Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the threads from three viper screws (two mis single inner set screws and one mis cannulated polyaxial screw) were damaged while trying to use a concomitant device two piece viper3d reduction handle. The threads of the screws were torn from the devices and fell off into the patient. The torn threads were retrieved from the surgical site. The difficulty resulted in the patient being under anesthesia for an additional thirty minutes. The following mfg. Medwatch reports are being filed for the three screws with torn threads: 1526439-2014-11640, 1526439-2014-11641, 1526439-2014-11642.

Manufacturer narrative:
Visual inspection of the returned polyaxial screw found damage was visible on the first pair of threads of the tulip head as well as on its outer lip. The damage consists of rough, compressed edges. A 12 month review of the complaint trend analysis for the product family found no emerging trends. A root cause cannot be determined from the sample and the information provided. A potential root cause is cross-threading as evidenced by the damage to the tulip head. No corrective and preventive action (CAPA) is necessary at this time as there have been no issues identified in the manufacturing of these parts. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.